Manufacturer narrative:
Findings: pump was received with blank display due to corroded electronic assembly. No cosmetic damage noted. Tkn (B)(6) 2015. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had submerged their insulin pump in salt water. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.